Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he is seeing unusual reflections at night. The consumer also reported seeing a lot of glare and starbust around headlights since two days following the lens implant. The consumer reported he had also noticed a tilted christmas tree like image with amber dots on headlights. His distance vision is blurry. The consumer reported he is having difficulty adapting to the lens. He has postponed the implant procedure for his fellow eye. Add¿l info was received from the consumer who reported on the first postoperative day, his intraocular pressure (iop) was elevated. This was treated with medications. Add¿l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add¿l info. A completed questionnaire has not been received. (B)(4).